Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that a revision surgery was performed to retrieve the broken piece. It was further reported the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial. The handpiece associated with this MDR is as follows; part number: 6208000000.